Event description:
In 2000, a pt underwent a single-level, right microlumbar discectomy at l4-l5. This pt had no prior history of back surgery and was considered healthy. Approximately 1/3 to 1/2 tube of adcon-l was used. Gelfoam may have also been used, but the surgeon typically removes the gelfoam rather than leaving it in. Antibiotic irrigation was performed using ancef. Steroids were not used interoperatively. About 4 weeks postoperatively, the pt presented with pain. An MRI (2001) showed a "mass" at l4-l5. The pain continued without resolution. 17 days later, the pt underwent reoperation. A "solid mass" was removed and sent for pathlogy. The mass was reported as "reactive tissue". During a follow-up call on 3/2001, the surgeon reported that the surgeon assumed the pt had a favorable outcome, although the surgeon had not seen the pt since the reoperation surgery.